Event description:
The patient reported a blood glucose level of 70 mg/dl when he left for work and a level of 508 mg/dl at 8:00 am. He stated that he felt "very nauseous". The patient bolused and changed the infusion set to bring his blood glucose down. He stated that he believes the 8mm needle of the infusion set he is using is "not long enough" to allow the insulin to absorb properly. Patient was advised that a 10 mm infusion set box would be sent to him. Upon follow-up, the patient stated that the new infusion sets were "working good" for him. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation as the patient discarded the infusion set that was in use at the time of the incident.

Manufacturer narrative:
No product will be returned for evaluation.